Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next two staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The reported complaint of misfire/jamming - staples not firing could not be confirmed. No issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the device is not firing correctly. There is no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the device is not firing correctly. There is no patient injury.